Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went emergency room and hospitalized on (B)(6) 2024. Patient was hospitalized for 3 - 4 days. The blood glucose level was 1145 mg/dl. Therefore, patient was treated with intravenous insulin. Diabetic ketoacidosis was reason of hospitalization. Confusion flu, headache, tired, weak and altered vision symptoms were reported at time of hospitalization. No further information available.